Event description:
Country of complaint: (B)(6). Complaint description: blister is glued with the sterile packaging.

Manufacturer narrative:
Us agent notification received: (B)(6) 2014. Complaint description: blister is glued with the sterile packaging. Samples received: 10 unopened and 2 open pouches (only 2nd pack opened). There are no previous complaints of this code/batch. There are no units in our stock. OEM stated seven of ten samples received have the same incidence. The first pack sealed to second pack in the 4th sealing. This is due to an accidental effect in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: there is a corrective action in order to avoid recurrence.